Event description:
It was reported that during a carotid pta/ stenting treatment procedure, stent deployment difficulties were encountered. The physician placed the epi filter, then he placed the carotid wallstent monorail 10.0-24mm over the epi guidewire into the target position and proceeded to open the stent. Initially, the deployment appeared satisfactory, but the x-ray images revealed that the distal end of the stent did not open. Apparently, the stent was caught by the 'fixation ring' (exterior tube markerband) at the distal end. Toward the proximal end, below this ring, the stent was open. The physician attempted various maneuvers to recapture the stent in order to completely open it, but was unsuccessful. The patient, therefore, received surgical intervention with a satisfactory outcome. Patient status is reported as 'okay'. This product is approved ous only, but is similar to a device marketed in the us.